Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with moderate calcification and 80% stenosis. Atherectomy was performed with a 1.25 mm micro crown and then the 2.5x200 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced over the viperwire flex 14 guide wire. After inflation to nominal pressure 4 times, the balloon could not be removed from the wire so the devices were removed together. Negative pressure was held for about 15 seconds and the balloon was fully deflated upon removal. An unspecified balloon was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.